Event description:
The lens twisted coming out of the insertion device into the patient's eye. Another lens was used to complete the procedure.

Manufacturer narrative:
This device will not be returned for eval. The device was repaired at the customer's facility by a baxter field service engineer. This issue is currently being investigated under mdq-CAPA-164.